Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the camera control unit had an e117 error code. The issue occurred, during preparation for an electronic laparoscopic therapeutic procedure. The facility completed the procedure with a replacement device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5 (missing no delay statement) and e1 (missing telephone number). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, a probable cause was not identified. Olympus will continue to monitor field performance for this device.

Event description:
No delay was reported.